Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer repaired the device and reseated latch sensor after drawer failed to close, and latch was not detected. Ran hardware test application (hta) and verified all cubies opened and displayed correctly. Function check confirmed all pockets operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed to stay closed. The customer stated that this malfunction occurred while dispensing medication to the patient and there caused a delay. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed to stay closed. The customer stated that this malfunction occurred while dispensing medication to the patient and there caused a delay. There were no adverse events or injuries reported due to this event.